Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the evis exera iii video system center was having connector issues when connected with 190 model series endoscopes. No error codes were displayed and the scopes would work on another device. During follow up with the customer, the customer clarified the device failed to display an image multiple times and multiple cameras would be attempted but the issue would not be resolved. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The video connector pins were worn out, causing a flickering image when the pigtail was manipulated/moved.

Event description:
The customer reported to olympus technical assistance center (tac), there were video connector issues on the evis exera iii video system center when connected to 190 model series endoscopes. There was a delay to an unknown procedure; however, the length of the delay was unknown as there had been multiple occurrences. There were no reports of patient harm associated with this event. Related patient identifiers: (B)(6) and (B)(6). This report addresses the customer's allegation of multiple occurrences. The customer was unable to provide specific details regarding the previous occurrences.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the worn-out video connector pins could not be identified. However, it¿s likely the cause is related to an accidental failure or a failure due to handling because the device was shipped in conformity with the specifications and the tendency of frequent occurrence has not been confirmed. The event can be detected/prevented by following the instructions for use which state: [important information ¿ please read before use]. Do not apply excessive force to the video system center and / or other instruments connected. Otherwise, damage and / or malfunction can occur. [3.1 precautions for installation and connection]. Never apply excessive force to connectors. This could damage the connectors. Olympus will continue to monitor field performance for this device.